Event description:
Allergic reaction [allergic reaction] ([knee swelling], [swelling of limb], [pain in leg], [night sweats], [general body pain], [chills]) case narrative: initial information received on 01-oct-2018 regarding an unsolicited valid serious case received from health authorities of united states under reference mw5079691. This case involves an adult female patient who experienced allergic reaction (latency: 0 day), while she was treated with hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient started taking hylan g-f 20, sodium hyaluronate dosage, injection to the knee, at an unknown dose and frequency for unknown indication (lot number: not reported). It was reported that several hours later, patient began to react to the injection with extreme swollen knee and calf and pain in lge. Patient was advised to take ibuprofen (advil) and elevate the leg. Patient started experiencing night sweats accompanied with body ache and chills and patient went to emergency room. It was confirmed that the patient had an allergic reaction (latency: 0 day) to the injection and since the symptoms persist, patient was admitted, and further test were done. The test came back negative. On (B)(6) 2018 (three days later) patient met the doctor and doppler test was performed and the results came back negative. It was reported that patient later discovered that the injection was recalled in 2017. It was reported that it took about a week for the pain and swelling to begin to subside. Final diagnosis was chills, body ache, night sweats, pain in leg, extreme swollen knee and calf and allergic reaction. Action taken: unknown. Corrective treatment: ibuprofen and elevate leg for hypersensitivity. Outcome: unknown for allergic reaction. A product technical complaint (ptc) was initiated on 11-oct-2018 for synvisc batch number; unknown local (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: hospitalization and intervention required for allergic reaction additional information received on 11-oct-2018: ptc results received and processed. Gptc number added.